Event description:
It was reported that a physician performed a novasure endometrial ablation (procedure date unk). The physician inserted the disposable device and deployed the electrode array. At this point, the physician felt that she perforated the uterine cavity. The device was immediately removed from the patient. The physician performed a hysteroscopy and laparoscopy. The laparoscopy revealed a "3-4 cm laceration that was bleeding. [A vaginal hysterectomy [was required] and [the patient] went home on day 2." We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Device history record (DHR) review was conducted for the radio frequency controller. No relationship can be established between DHR and current complaint. (B)(4).